Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 31, 2017: litigation received. Litigation alleges friction and wear caused large amounts of toxic cobalt-chromium metal ions, pain, discomfort, inflammation. No part and lot information provided. There is no report of revision at this time. This complaint was updated on: aug 14, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Pinnacle mom hip medical records received. After review of the medical records the patient was revised to address pain due to hypertrophic synovium and metallosis, acetabular bone cysts, pseudotumor, elevated creatinine and elevate metal ions. Operative note reported metallosis of the femoral head, abnormal soft tissue reaction, extensive hypertrophic synovium, pseudotumor of the soft tissues and cysts into the acetabular bone. Two acetabular bone cysts were encountered in the medial and lateral dome and debrided back to stable edges. The acetabulum had no significant metallosis, wear or loosening. Doi: (B)(6) 2006; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 age, b3, b5, d4 (lot, catalog, expiry date, UDI), d6a, d6b, d10 (concomitant), e1 (facility name), g4 (PMA/ 510(k)), h4, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, g1, h6 health effect - impact code.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.